Event description:
It was reported that the pt had acute pain in the ribs and shoulders. MRI revealed the original catheter, left in place when the new pump and catheter were put in place, was fractured in three spots. It was not reported if any of the fractures were previously identified. It was unk why the catheter was not removed when the new one was implanted. The pt was referred to the physician regarding this issue. It was reported that the pt had calcifications on the spine. At the time of the report, the pt was at home and the pt's condition was reported as fair. The new pump was working and causing no problems. The drug contained in the pump was not reported; the manufacturer's device tracking system indicated baclofen. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results refers to the catheter.